Manufacturer narrative:
Medtronic received the following information from a journal article entitled; type ii hybrid arch repair versus total arch replacement with frozen elephant trunk: a propensity score-matched analysis liu et al, european journal of cardio-thoracic surgery 60 (2021) 297¿304 original article doi:10.1093/ejcts/ezab047. Age: mean age, gender: mean gender, implant date: exact date of implant unknown. There was no information to suggest any medtronic device failure caused or contributed to a death. Deaths are common occurrences however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable as MDR unless clearly stated as being associated with medtronic product. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent grafts were implanted in conjunction with non mdt stent grafts in patients during type ii hybrid arch repair (har) and total arch replacement with frozen elephant trunk (tar with fet) on unknown dates. The following adverse events were reported: thrombosis, stroke, spinal cord injury, renal failure, hepatic failure, reintubation or tracheotomy, low cardiac output syndrome and death. There was no information to suggest any medtronic device failure caused or cont ributed to a death. The cause of the adverse events are undetermined.